Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when surgeon remove finger from the button to stop advancing the lens the plunger continued to push the lens and finally hit the capsule. Additional information has been requested.